Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during initial testing. However, the device was put through extensive testing including bench handling and reassembling the device without duplicating the report. The processor/bridge/pace (pbp) board was replace as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.